Event description:
It was reported that catheter break occurred. An angiojet solent omni was used for thrombectomy procedure. During the procedure, it was noted that the catheter was broken and was leaking liquid. The procedure was completed with another of the same device. There were no patient complications reported.